Event description:
On (B)(6) 2009, the patient reported that 2-3 weeks ago, she was unable to get the up or down button to respond while bolusing. She stated that she pressed them until they did respond. No physiological effects were reported. The infusion device has not been dropped or exposed to water. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.